Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the device was zapping patient down the legs. Instructed the patient to either turn the device down or turn it off. The patient  tried turning the amplitude down, but the issue persisted.  No further complications were reported/anticipated at this time.